Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for pseudoarthrosis of lumbar spine lumbosacral radiculopathy. It was reported that the surgeon was implanting a cage at l4-5 using the inserter. The cage was loaded in the angled position, and after implantation, the inserter handle did not unscrew easily and produced a squeaking noise followed by a snap. Upon removal, the threaded side of the cage inserter was found to have broken off and remained lodged in the threads of the implanted cage. There was a piece of the threaded inserter still threaded in to the cage. The piece of the inserter is still threaded to the cage and there is no plan to remove. Additionally, the driver had been used many times, was not gripping the screw. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # (B)(4). Part # nav4680003; lot# em21h026. Visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.